Event description:
Reportedly, the atrial lead impedance was measured inferior to 200ohms on 25 nov 2024.

Manufacturer narrative:
The review of provided data confirmed the reported issue: the atrial impedance is below 200 ohms on (B)(6) 2024. The subject lead has been connected to the active implantable device platinum dr 1540 s/n (B)(6) on (B)(6) 2020. A re-intervention took place on (B)(6) 2025 to replace the active implantable device from a dual-chamber ICD to a single-chamber ICD since the patient suffers from atrial arrhythmias. The subject vega lead remained implanted, disconnected. The manufacturing process as well as device history records show that the subject lead has been manufactured and delivered to the field following all applicable procedures. The data from the in-clinic follow-up on (B)(6) 2025 were provided. - the last atrial impedance measurement was on (B)(6) 2025: < 200 ohms. - the atrial detection is low, measured on (B)(6) 2025, most probably because of permanent atrial arrhythmia. - the atrial pacing threshold was measured in (B)(6) 2023, 1,5v/0,35ms: the trend of the atrial detection shows low and stable atrial amplitude: permanent atrial arrhythmia the device is programmed in vvi pacing mode, therefore the atrial impedance is not measured. No atrial oversensing and no non-physiological signals are visible on the atrial egm in the episodes that were recorded from (B)(6) 2024 to (B)(6) 2025. The low atrial impedance on (B)(6) 2024 is confirmed and cannot be further investigated since no additional data were provided and the subject lead is not available for further investigation. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the atrial lead impedance was measured inferior to 200ohms on (B)(6) 2024.